Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Concomitant medical products: 300cc mentor memorygel breast implant (catalog #: 3503004bc, serial #:(B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a revision breast augmentation with a mentor memorygel breast implant and experienced postoperative rupture. At this time of report, mentor has received no information regarding explantation or an expected explantation date. It is not conclusively known which side the patient experienced the rupture. The reported devices are 250cc mentor memorygel breast implant ( catalog #: 3502504bc, serial #: (B)(4)) for right and 300cc mentor memorygel breast implant (catalog #: 3503004bc, serial #: (B)(4)) for left. If additional information is received in the future, this file will be updated, and a supplemental report will be submitted.